Event description:
Patient reported left side ¿rupture¿. Device was explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.